Event description:
It was reported that a patient underwent a breast reduction in (B)(6) 2014 and suture was used. The patient developed irritation or generalized itching. The irritation developed a couple of weeks after surgery. The allergist was not sure if it was an allergy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.